Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer complained of problems with patients tested for elecsys ft4 ii (ft4 ii) on the cobas e801 module. The customer is seeing "really high" ft4 ii results when the tsh results are normal. The customer will send these samples to an external laboratory using the siemens centaur method and the repeat ft4 ii results are "much lower." The customer states this occurs every day for approximately 7 or 8 samples out of 400. The customer provided data for 165 patient samples tested for ft4 ii and tsh on the e801 module compared to the siemens centaur method between 11-oct-2017 and 16-mar-2018. Of the data provided, 66 patient samples were discrepant when tested for tsh and 125 patient samples were discrepant when tested for ft4 ii. No erroneous results were reported outside of the laboratory. This medwatch will cover ft4 ii. Refer to medwatch with (B)(6) for information on the tsh erroneous results. There was no allegation that an adverse event occurred. The e 801 module serial (B)(4).

Manufacturer narrative:
The data in the case was not sufficient for a detailed investigation. However, an interference with the ft4 reagent could be excluded. Deterioration of system reagent procell ii m (for e801) was confirmed. All customers have been provided a workaround procedure to prime the instrument when it is determined that their cobas e 801 module is potentially affected by this issue. They are also instructed to contact roche technical support. A roche field service engineer will perform the procell ii m flowpath decontamination procedure and the procedure should be performed every 4 weeks until your cobas e 801 module is switched to the improved procell ii m formulation. Improved procell ii m is available in the us and roche field service engineers are in the process of converting customers to the new procell ii m.

Manufacturer narrative:
The field service representative replaced the measuring cell, cleaned syringes and cleaned the rinse station. He also replaced the reagent probe as it was bent. He replaced the sipper probes, tubing and checked adjustments. He ran an instrument check as well as calibration and quality control. It was confirmed that the instrument is now working well.